Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. Upon reviewing the photograph, it was evident that the pump segment connector was completely detached. Based on visual findings, the sample was not within specification; therefore, the reported defect was confirmed. Without the physical sample an exact root cause is unable to be identified, however, a potential cause to the defect reported may be insufficient solvent at the bonded joint which over time became disconnected during use. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, a historical review of the customer complaint database dating back one year revealed no other complaints or trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient was on treatment and the bloodline separated which caused minimal blood loss (250 cc). No injury - hemoglobin level was stable.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.